Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Post-implant occurrence of paravalvular leak after an extended time period could be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided. This event does not indicate device misuse or malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and nine months following the implant of this transcatheter bioprosthetic valve, echocardiogram revealed severe paravalvular leak (pvl). Subsequently, a non- medtronic valve was implanted valve-in-valve. No other adverse patient effects have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.